Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0871 inches. Unit was successfully downloaded using thus and carelink. Unable to confirm bolus delivery on event date due to data not covering event date. In addition carelink, had no data available on event date. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay cracked belt clip rails, broken belt clip rails, cracked case (battery tube). No over delivery noted during testing. Unable to verify low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they customer experienced low blood glucose. Blood glucose level at the time of the incident was 48 mg/dl which was treated with food. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. The insulin pump will not be returned for analysis.